Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self-test, displacement test or verify missing segments/partial display due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call for flashing white display. The customer¿s blood glucose level was 97 mg/dl. Customer reported that insulin pump is flashing and making a beeping noise. Customer reports display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.